Event description:
It was reported to co that the system logs the camera-on start time rather than the scan acquisition start time. This may result in the decay correction for the acquisitioning being misapplied, which may make the pt's condition look better than it may be. This issue may occur on renal studies. No injury or misdiagnosis was reported.